Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-05676 was provided in sections b1, b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. The failure modes will be monitored and trended.

Event description:
The user facility reported a 60-year-old white male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pump was delivered and came out of position and had lost the position signal. The pump had to be removed due to the lost position. The patient later expired and no allegation was made that the pump caused/contributed to the outcome.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Pump was not returned for investigation. As per the clinical information provided, the pump was pulled into aorta while moving the patient. Therefore, the root cause of the positioning issue was patient movement related. Data logs were investigated. Signal not reliable went to 0, contrast decreased, lamp and gain increased and light was stable. The 5s parameters were similar to that of fiber break, however the location of the fiber break cannot be determined because the pump was not returned. The root cause of the optical signal issue is most likely due to a damaged fiber line. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-05676. B2 death date updated. D6a/d6b updated with additional information. F6 and f8 should not have had entries in the initial report. G1 reporting contact email updated.

Event description:
The complainant also reported that a placement signal not reliable alarm was noted.